Event description:
It was reported that the ortholock ex-pin 3x110 broke off into the patient during a procedure. The pin broke during removal from the tibia and 2 mm of the pin was left in the patient's bone. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the ortholock ex-pin 3x110 broke off into the patient during a procedure. The pin broke during removal from the tibia and 2 mm of the pin was left in the patient's bone. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pin broke was not confirmed as the product for this investigation was not available for evaluation.

Manufacturer narrative:
Device not returned for investigation.